Event description:
The ge oec 9800 fluoroscopy system had reported image quality issues during one procedure. Reported grainy images during a case.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction or image quality issue. System function within all specifications. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.